Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems implanted. This issue pertains to the cervical system. Additionally, the patient received two extensions with the same lot number. It was reported the patient experienced auto-reduction. Diagnostics revealed high lead impedance values. The sjm representative reprogrammed the system to provide improved coverage, however; the issue of auto-reduction recurred. X-rays did not reveal any anomalies. Subsequently, surgical intervention was undertaken wherein the physician observed one of the extensions was 'bad'. The physician explanted and replaced both extensions. Stimulation was restored post-operatively.